Manufacturer narrative:
The device is not being returned as it was sent with the generator unit to be evaluated. A follow-up report will be submitted once we have completed our investigation. The delay in the FDA receiving this complaint was due to a change in esignature certificates. The report was originally sent on (B)(6) 2019.

Event description:
The customer alleged that during a surgical spinal procedure, the doctor was using a disposable insulated bayonet forceps and it was not working when plugged in to their preferred unit. The rn switched to a different cautery machine and switched the foot pedals and opened new bayonet forceps that still did not work. When the third forceps was opened, it worked and the procedure was able to be completed.